Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use for a percutaneous transluminal angioplasty (pta). The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior tibial artery (ata). During preparation, when the device was unpacked, it was noted that the shaft became detached when the protective cover was removed from the balloon. The procedure was completed with a different device. No patient complications were reported.